Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during patient use at the hospital. The device was being filled with a solution of ropivacaine hydrochloride hydrate and fentanyl citrate. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Microscopic examination of the reservoir showed a 0.2 mm marking on the internal surface of the reservoir near the rupture line. Therefore, the root cause was determined to be a manufacturing defect.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the reservoir ruptured in a footed position. The root cause of the reported condition is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.